Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse reviewed the error log, and observed "standard air detect" failures and "integrated multisensor technology (imt) measurement" error. The cse performed full imt maintenance and replaced all tubing and rotary valve seal. The cse conditioned and calibrated the system. The cse observed the sample conduit was worn, level sensing errors were apparent and a sample probe was mis-positioned. Sodium precision testing was run, resulting with acceptable coefficient of variation. The cse replaced the imt sensor, conditioned, ran a diluent check and verified quality controls. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on three patient samples on a dimension exl with lm instrument. Only the discordant result of patient (B)(6) was reported to the physician(s). Samples (B)(6) were repeated on an alternate dimension rxl instrument, resulting higher. Sample (B)(6) was repeated on the same instrument, also resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.